Event description:
The customer reported that the device melted during a laparoscopic hipec/cytoreduction procedure. There was no patient injury. Nothing fell into the patient cavity, but the device continued to melt away as the surgeon was using it. The generator was set at 60.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.